Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer complained that the clamp did not open, the scissors were replaced, when the system was removed the pulleys were broken. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An investigation is in progress to determine the cause an RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken grip cable.

Event description:
Refer to h11 for follow-up information.